Event description:
"Frozen screen" during demonstration in confirm patient screen. The operator pressed confirm to confirm a positive access pressure for the treatment. Confirm screen re-appeared a second time. Complainant tried to create another alarm to override. Had to turn the machine off and start again.